Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was no longer inflating. The device was functional for approximately two years before this issue occurred. The existing ipp was explanted and replaced with a new one. No patient complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.